Event description:
Rn attempted to start IV in right forearm with a #20 g protect IV. Had good blood return but IV would not flush. Rn pulled back on the needle (catheter) but only a part of the needle (catheter) came out. Approx 1/2 inch of IV catheter remained inside the pt, but could not be seen or felt. X-ray of arm and chest did not reveal the location of the missing piece of IV catheter. Pt did not experience any adverse symptoms felt to be a result of this event.